Event description:
After receiving four cypher stents, the patient had thrombosis.

Manufacturer narrative:
The target lesion were the proximal to distal right coronary artery (rca) and the mid left anterior descending (lad). For the rca, the vessel was de-novo and a chronic total occlusion. Aha/acc classification of the vessel was type c. The lesion length was 80mm and vessel diameter was 2.5mm. For the mid lad, the vessel was de-novo, concentric and calcified. Aha/acc classification of the vessel was type b2. The lesion length was 15mm and vessel diameter was 2.5mm. The procedure was an elective case. For the rca, pre-dilatation was conducted with a 2.5 x 15mm balloon at 16atm for 1 second. A 2.5 x 28mm cypher stent (lot 13189132) was implanted at 16atm for 30seconds. A 3.0 x 33mm cypher stent (lot 13188553) was implanted at 16atm for 30 seconds proximal to the first cypher. A 3.5 x 33mm cypher stent (lot i0107105) was implanted at 16atm for 30 seconds proximal to the second cypher. The three stents were overlapping each other. Post-dilatation was not conducted. For an untreated lesion, balloon angioplasty was conducted at the posterior descending. At that time, a dissection occurred. The balloon was not a cordis product. Inflation time and pressure were unknown. As the vessel diameter was small, stent implantation could not be conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was 0 before the procedure and 3 after the procedure. Act was measured (306). A week later, the mid lad was treated. Pre-dilatation was not conducted. A 2.5 x 18mm cypher (lot 13183728) was implanted at 6atm for 30 seconds. Post-dilatation was conducted with a 2.5 x 15mm balloon at 12atm for 20 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was 3 before the procedure and 3 after the procedure. Act was measured. A week later, the pt complained of chest pain in the hospital. Coronary angiography was conducted and thrombus was observed in all of the implanted cypher stents. To treat the thrombus, aspiration was conducted. At 2.25 x 18mm and 2.25 x 24mm micro driver bare metal stents were implanted to treat the thrombosis. Physician indicated that the possible cause of the thrombotic event was because the dissection occurred at and ticlopidine hydrochloride was stopped due to a rash. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-01074, 9616099-2007-01075, and 9616099-2007-01076. This device (lot 13183728) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.